Event description:
An impella cp was inserted via the right femoral artery to support the 79-year-old male admitted in for a protected percutaneous coronary intervention, presenting in scai stage c shock. There was no noted underlying medical history. Upon insertion of the 14 fr sheath into the femoral artery a kink was observed in the sheath. The team explanted and replaced the kinked sheath with the longer 14fr x23cm introducer, with no further noted incidence. The pump was implanted successfully and support initiated. It was noted the original 14fr x13cm was inserted at a steep angle access >45 degrees with a large adipose tissue/pannus. These two factors can contribute to the introducer kinking with insertion. In addition, the team utilized a standard .035 floppy wire instead of the recommended stiffer wire that comes with the insertion kit. The lack of support can lead to sheath kinking. While on the support the pump functioned as expected with p8 at 3.3 liters of flow with purge of d5w and sodium bicarbonate. After two days of support the pump was weaned and explanted.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in b1 and d3. Upon review, it was identified that these were inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of product damage was most likely patient condition related since the patient had tortuosity of vessels.